Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had presented to the emergency room experiencing syncope. Noise was observed on the right ventricular lead. The noise could not be reproduced. All other electrical values were normal. The cause of the syncope was not determined. No intervention was reported. The patient was noted to be in stable condition.